Event description:
It was reported that the patient¿s device was explanted because it had lost efficacy despite optimal placement. The patient was uncomfortable with the hardware and the device was not going to be replaced. There was no patient injury or death, and the patient recovered without sequela.

Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.